Event description:
It was reported that a leadless pacemaker's helix became stretched during implant. It was suspected that the cause was insufficient confirmation through imaging. Device was switched out to complete the procedure. Patient had no consequences.